Manufacturer narrative:
Qn#(B)(4). The reported complaint of "battery is not charging" was not able to be confirmed as no iabp part or recorder strip was returned for investigation. The hospital's biomed did not confirm a charging issue with the pump and commented that the issue was most likely caused from a bad power outlet in the hospital. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during routine device check, the pump battery was not charging. The green power indicator light was on, but the yellow charge indicator light was not. The pump had been plugged into ac power for several days prior to this. No patient involvement.

Event description:
It was reported that during routine device check, the pump battery was not charging. The green power indicator light was on, but the yellow charge indicator light was not. The pump had been plugged into ac power for several days prior to this. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.